Event description:
During a cystoscopy procedure, a ureteral catheter was cut off and the piece was left inside the pt. 6 mos later during a post-op visit, it was identified by the radiologist. The piece was retrieved (summer, '96) with a percuatneous nephroscopic tubing and a stone basket. Pt is doing fine.